Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The lesion was located in the right coronary artery. While placing a 3.00x12mm promus element plus stent, the guide catheter contacted the stent and deformation of the stent was noted. An nc quantum apex balloon was used to post-dilate and "fix" the stent. The procedure was completed with this device. No patient complications were reported and the patient's status is fine.